Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located via saphenous vein graft to the circ. A 4.0x16mm synergy¿ drug-eluting stent was implanted to the lesion. However, it was noted that there was a section about 1mm in width that was separated between the segments. The stent was not completely detached, it was still in tact and the entire stent delivery balloon was removed from the patient and then post-dilation was performed. No patient complications were reported and the patient's status was fine.